Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A surgery rep reported that during surgery, a system message was displayed indicating that there was a footswitch failure and the footswitch should be replaced. The system was exchanged and the surgery was completed. Add'l info received from a nurse indicated that there was no harm to the pt.